Event description:
It was reported that a spectrum pump were giving a "motor pump error" message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was found inoperable due to system error 105 alarms. This error was caused by a failed motor (seized). The motor was replaced.